Event description:
It was reported that difficulty removing a balloon occurred. The target lesion was located in a calcified 1st segment of an artery. A 2.50 x 28mm synergy xd stent was deployed at the lesion. While removing the stent delivery system, friction with removing the balloon occurred. Two other synergy xd stents were deployed, and the delivery systems were removed without any issues. The procedure was completed and no patient complications resulted in relation to this event.